Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of stretched helix was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted outer helix length was within specifications. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. As the leadless pacemaker (lp) was being fixated in the ventricle, the delivery catheter built up torque which caused the lp to detach and move into the atrium. The lp was removed from the patient and a sprung helix was observed. While moving the delivery catheter into the inferior vena cava (ivc), resistance was felt. Contrast was injected that showed the ivc had been dissected which resulted in effusion and tamponade. The patient was implanted with a transvenous pacemaker. The patient was in stable condition.